Event description:
Originally reported from distributor: the ventilator shut down while using on pt. Low battery alarm was activated immediately followed by shutdown. Please note that there was no death or no serious injury involved in the incident.